Event description:
Peg tube inserted on 11/25/97. On 11/26/97, pt became febrile and confused and had abdominal distension. Urine was infected and pt was treated for a urinary tract infection. On 11/29/97, and emergency laparotomy was performed due to the abdomen being grossly distended, silent, and having dilated loops of bowel. Peritoneum was found to be full of milky fluid and the peg bumper was outside the stomach and under the abdominal wall.